Manufacturer narrative:
Update: h6. Corrected data: d1, d4. The reported event could not be confirmed due to not enough information being provided. According to the stryker sales representative, due to hospital and surgeon policy, no further information will be available. If the product is to be returned and/or further information is received, the complaint will be reopened.

Event description:
It was reported that the patient underwent original surgery in 2019 where the stryker implant was used. The patient experienced discomfort around the area of the inserted material and a CT scan was completed. There was a revision surgery removed to remove the implant.

Event description:
It was reported that the patient underwent original surgery in 2019 where the stryker implant was used. The patient experienced discomfort around the area of the inserted material and a CT scan was completed. There was a revision surgery removed to remove the implant.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : device is not available.